Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
A grandmother reported that her granddaughter experienced a tampon string break leaving the tampon inside. She was unable to remove the tampon and went to the ER to have it removed. Her granddaughter followed up two days later with gynecologist and was diagnosed with a yeast infection and two creams and pill were prescribed; metronidazole cream for 0.75% for seven days and terconazole 0.8% vagina suppository for three days then after that fluconazole 150mg one nightly. She was sore and experiencing black, bloody vaginal discharge and a burning vaginal pain that has not improved.